Event description:
The customer contact reported backflow of solution. The primary tubing set and the secondary tubing set were being used to delivery unspecified solutions. After an unspecified length of time in use, backflow of solution was noted from the primary container into the secondary line. There were no reported adverse patient effects. No medical interventions were reported. Though requested, no further information was available.

Manufacturer narrative:
The device was received. Investigation is not complete.